Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the left side of the abdomen between 5 and 24 hours. The patient reported that the pod was initially functioning normally but allegedly stopped delivering insulin overnight. On the morning of (B)(6) 2026, the patient reported a blood glucose (bg) level of up to 380 mg/dl, ketotic hyperglycemia, elevated ketones of 5.1 mmol/l, and missing sensor values for more than 60 minutes. The patient sought medical assistance at a diabetes clinic where the patient was employed. Bg was checked using the personal diabetes manager and a bg meter. The patient reported being unable to manage the pod replacement independently, and colleagues assisted with removal of the pod and insertion of a new pod. The patient was advised to hydrate and subsequently returned home accompanied by a spouse. No diagnosis was provided. The reported outcome was improvement following pod change and hydration.